Manufacturer narrative:
The device was returned for evaluation. During the preliminary evaluation the balloon burst was confirmed. A longitudinal balloon burst was observed. No visible inconsistencies were noted on the delivery system. Evaluation of this device is ongoing.

Event description:
After fully deploying a 23mm sapien xt valve, the balloon on the novaflex + delivery system ruptured. The valve was fully deployed and had no effect on the performance of the valve or patient outcome. The balloon on the novaflex+ delivery system ruptured due to hard prep (1 extra cc) and calcium by the stj.

Manufacturer narrative:
During dimensional inspection, balloon single wall thickness measurements were taken on the nova flex+ delivery system meeting specification. Due to the condition of the device, functional testing was not possible. A device history record review was performed. There were no issues or non-conformances identified in the DHR that could have potentially contributed to the complaint. As part of the manufacturing process the novaflex delivery system balloons are 100% visually inspected for defect and cosmetic appearance under minimum 2.5x magnifications. Balloons are also 100% dimensionally inspected for working length diameter, leg ID and double wall thickness. During delivery system manufacturing, the balloon underwent the following inspections: 100% visual inspection of balloon with minimum 8x magnification; 100% verification of balloon sizing using go/no-go tooling; 100% visual inspection of balloon under 2.5x minimum magnification while the balloon is inflated for kinks, bends, balloon scratches, separation of damage of bond site and cleanliness. Furthermore, the manufacturing lot underwent product verification in the sampling plan. Product verification testing includes balloon inflation/fatigue testing and balloon burst testing and was measured to have an average of 10.0980 with a lower tolerance limit (ltl) of 10 atm. This meets the statistical acceptance criteria, as the ltl was higher than at lower specification limit (lsl) of 7atm. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that the manufacturing non-conformance contributed to the reported complaint. A detailed root causes analysis for returned balloon bursts complaints have been summarized in an edwards technical summary for balloon bursts. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increase risk of burst in a calcified annulus. An analysis of these types of ruptures indicates that they are typically caused by puncture from calcium on the native aortic valve. An edwards technical summary contains additional details related to the root cause analysis on balloon bursts in a calcified aortic annulus. In this case, it is likely that the severe calcification of the stj, in addition to the delivery system being prepared with one additional cc of volume, caused the balloon to burst during deployment. The complaint for ¿balloon burst¿ was confirmed. However, no manufacturing non conformities were revealed during the engineering evaluation of the returned sample. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, preventative or corrective actions are not required.